Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and magnification with a torn pouch noted. Functional testing was performed including leak testing, clear passage test, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the product was damaged. The event was discovered before use. There was no patient involvement. No additional information is available.